Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without giving a low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated this was the second occurrence of the alarm without an alert and also noticed that batteries do not last. Customer was assisted with troubleshooting. The customer was advised they may continue use of the insulin pump until replacement arrives. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump was programmed with test contour next link glucose meter. The pump communicated properly and recorded the 90 mg/dl value properly from glucose meter. No rf communication or bg meter transfer errors noted. Detailed trace analysis shows that pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded (B)(4) was less than 3.5v for 4 consecutive hours due to connector resistance at electronic board 1. After disconnecting and reconnecting the internal battery connector on (B)(4), the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.